Event description:
Stiffness [joint stiffness] . Pain [knee pain] . Case narrative: this case is linked to (B)(4). Initial information received on 31-jan-2019 from united states regarding an unsolicited valid serious case received from a pharmacist via health authority. This case involves an adult female patient (demographics not reported) who experienced stiffness and pain, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 2ml (frequency, batch, indication: unknown). On (B)(6) 2018 the patient experienced pain (latency: unknown) and stiffness (latency: unknown) in the knee lasting for a week or more after each injection of synvisc. The patients side effects were so bad that she would not be receiving her third dose of synvisc. Further, the patient stated that she was convinced that the order of medication she received was linked to the synvisc one recall from 2017. Action taken: drug withdrawn. Corrective treatment: not reported. Outcome: unknown. Seriousness criterion: medically significant for both events. A product technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 13-feb-2019. Global ptc number and its results were added. Text amended accordingly.

Event description:
Stiffness (joint stiffness); pain (knee pain). Case narrative: this case is linked to case (B)(4) (same patient). Initial information received on 31-jan-2019 from united states regarding an unsolicited valid serious case received from a pharmacist via health authority. This case involves an adult female patient (demographics not reported) who experienced stiffness and pain, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at 2ml (frequency, batch, indication: unknown). On (B)(6) 2018, the patient experienced pain (latency: unknown) and stiffness (latency: unknown) in the knee lasting for a week or more after each injection of synvisc. The patients side effects were so bad that she would not be receiving her third dose of synvisc. Further, the patient stated that she was convinced that the order of medication she received was linked to the synvisc one recall from 2017. Action taken: drug withdrawn. Corrective treatment: not reported.. Outcome: unknown. Seriousness criterion: medically significant for both events. A product technical complaint was initiated and results were pending for the same. The product intake report was received with number (B)(4).